Manufacturer narrative:
Follow-up #1 date of submission 11/04/2015-product analysis: the device was returned and evaluated by product analysis on 10/22/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed one related alarm. The total daily dose was appropriate for the user programmed settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 600 mg/dl with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. The reporter noted a frequent occlusion alarm issue. This complaint is being reported because the reported health event was attributed to an alleged malfunction.